Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 1 of 6 for (B)(4). It was reported by sales rep that during a shoulder scope-labral repair procedure on (B)(6) 2022, it was observed that several anchors failed. According to the report, there were three lupine loop rapide anchor w/orthocord ds device that were not properly threaded through the anchor that the sutures pulled completely out of anchors upon insertion. It was further reported that when using a 4th lupine loop rapide anchor w/orthocord ds device, the anchor sutures were not threaded through the loop that the surgeon had to pull anchor out of patient. It was further reported that the wire on the ideal suture shuttle 45 degrees right device was broken and unable to pass. It was further reported that the wire on the ideal suture shuttle 45 degrees left device broke during first pass and unable to be used. There were no adverse patient consequences reported nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation, however a photo was provided. Upon visual inspection of the photo, there are four lupine devices over the table, only 3 anchors are visible in the photo. None of the anchors shown are properly identified. The sutures of 3 of them are detached, one anchor out of the 3 shown in the photo has its suture attached and also an extra suture can be observed inside the anchor loop. No structural anomalies can be observed on the 3 anchors shown. A manufacturing record evaluation was performed for the finished device 9l10964 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, we can confirm this complaint for the failure of suture detachment. A possible root cause can be attributed to an excessive force applied to the suture. As per IFU 109002; excessive tension may overload the anchor or suture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.